Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and chronic lead system had delivered an inappropirate shock to the patient due to svt activity. Review of the stored therapy detail noted a shorted lead condition which could be reproduced with a high energy shock.